Event description:
Per the clinic, the patient reportedly was itching and scratching the incision site, resulting in the extrusion of the electrode lead through the incision. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025 to reposition the electrode lead in the bowl of the mastoid. The implanted device remains.